Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20jul2020.

Event description:
The customer reported that when the device was powered on, it went into vent inop. The event occurred while preparing the unit for patient use. There was no patient on the device when the event occurred. The field service engineer (fse) identified several error codes in the event log and identified the power management board as the likely source of the problem. The fse replaced the power management board, and the device functioned properly. The unit passed all performance verification tests. The fse returned the device to the customer ready for clinical use.